Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from dutch to english: when using the above needle, there appeared to be a thickening at the insertion tip. It involved a "glue" ball on the needle, consequently difficult insertion in the patient with bruising to the eyeball.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from dutch to english: when using the above needle, there appeared to be a thickening at the insertion tip. It involved a "glue" ball on the needle, consequently difficult insertion in the patient with bruising to the eyeball.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jun-2023. H6: investigation summary a device history record review was completed for provided material number 304000 and lot number 220924. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our investigative team. The needle sample arrived assembled with a syringe. After examination, the presence of epoxy (the adhesive used to join the cannula to the hub) was observed on the cannula surface. In addition to the affected sample, nine (9) shelf cartons with one hundred (100) needles each and a shelf carton with twelve (12) needles were provided. Twenty (20) samples were randomly selected for a thorough analysis. The samples were visually examined; however, no signs of defect were identified. The epoxy on the cannula surface resulted during the assembly process due to a temporary malfunction in the epoxy dosage machine. A higher amount of epoxy was added and then fell onto the affected cannula.